Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death was undermined. The caller stated that diabetes lead to the customer's death. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the sensors did not work for the customer because his blood glucose would drop to low very fast. The caller agreed returning the insulin pump for analysis once it is returned by the funeral home.

Manufacturer narrative:
The insulin pump was returned with (B)(6) alkaline battery. The insulin pump passed all functional testing, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm or unexpected low reservoir alarm during testing. The insulin pump was received with normal operating currents. No unexpected battery out limit alarm noted. The insulin pump passed the displacement accuracy test. No cosmetic damage noted. Data analysis: (B)(6) 2017 daily insulin total = 37.150u, (B)(6) 2017 daily insulin total = 48.500u, (B)(6) 2017 daily insulin total = 12.000u, (B)(6) 2017 daily insulin total = 23.575u, (B)(6) 2017 daily insulin total = 10.075u, (B)(6) 2017 daily insulin total = 53.800u, (B)(6) 2017 daily insulin total = 6.000u.

Manufacturer narrative:
Additional information has been provided that was not included on the complaint: (B)(6) 2017 the customer's spouse transferred from csc stating she received a phone call that she needs to return the insulin pump. The customer's spouse states that she called last month when her husband died to report the issue, but was not able to return the pump due to she had to wait for it to come back from the coroner's office and she just got it back. The customer's spouse states that she took the battery out on (B)(6) 2017. The customer's spouse thinks her husband passed away due to a massive hypoglycemic event, states that he had been having 4 to 6 a day in the 30 mg/dl or lower. On 02/13/2017 contacted the customer spouse to explaining the return process of the insulin pump so we could properly get it returned. Document date and time of last blood glucose recorded in meter or pump: blood glucose was 61 mg/dl at 11:30 pm, states he was still up on his pc at 2:30 am, she is sure he had treated if he saw his blood glucose was low at 61 mg/dl.